Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2021-06442.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. Since unspecified reoperation in (B)(6) 2017, the patient reported experiencing repeated infections, itching and pain in the leg, hip, groin and vagina. The patient was prescribed an estrogen cream which only made my itching worse. No further information is available.